Event description:
It was reported during a therapeutic endoscopic bronchial valve insertion, the distal tip had a small plastic piece that was chipping and breaking into the patient. The procedure was completed with the same device. There were no reports of patient harm.